Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): turn off without alarm.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the pump was clean and showed no damages. The history files revealed no indication of a technical defect. For testing purposes the battery was removed during run. The piezo buzzer started alarming, but the time of alarming was too short. No further malfunction was assessed during the performed long term test. Inside the device no malfunction occurred. During investigation it was found out that the capacitor which drives the piezo buzzer did not work according to specification. The capacitor was changed and correct function of the pump could be insured. In consequence of this finding the risk was evaluated considering: the rate of occurrence, actual and potential clinical outcomes, and the risk mitigating measures, which are in place. It was determined that the risk to patients, users or any other third parties is acceptable and within limits defined by the product risk analysis. No corrective measures are required.